Event description:
It was reported that a patient implant procedure, the atrial lead exhibited high threshold. The lead was repositioned to different locations, but the same issue still persisted. The lead was identified to have sustained procedural damage in the form stretching while repositioning in the target area. The physician decided to use a new lead to complete the procedure on (B)(6) 2024. The patient had no consequences.